Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during drain 1/4 of their automated peritioneal dialysis (apd) therapy. Reportedly, hp disconnected their transfer set from the patient line of the homechoice set during a dwell phase without pausing therapy. Hp did not return in time for the drain cycle to follow. When hp returned the cycler was alarming. In an endevaor to clear the alarm hp reconnected their transfer set to the patient line of the homechoice set. Tsc assisted hp in ending therapy early and advised hp to set up with new supplies to complete their apd therapy. Per rn, no patient injury or medical intervention was associated with this incident.